Event description:
It was reported that the lead exhibited high thresholds. An x-ray revealed lead dislodgement. There was no capture on the left ventricular lead so the implantable cardioverter defibrillator (ICD) was programmed to right ventricular only. The lead was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.